Event description:
This report is being filed because the deployed clip (lot 41121u134) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that one mitraclip (lot 41121u142) was implanted on the anterior and posterior mitral valve leaflet on (B)(6) 2015 in the patient with functional mitral regurgitation reducing mitral regurgitation (mr) from 4 to 1-2. One month later the patient was seen for a follow-up visit on (B)(6) 2015 when it was noted that the original mitraclip (lot 41121u142) was only attached to the posterior leaflet. A second mitraclip procedure was performed. Three additional mitraclips were implanted reducing the mr from 4 to 2. Eight days later, on (B)(6) 2015, the patient had pulmonary edema related to increased mr of 3 to 4. The third mitraclip (lot 41121u134) was only attached to one mitral valve leaflet. Surgical mitral valve replacement was performed. Histological investigation identified leaflet damage due to the mitraclips. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It is likely that patient conditions contributed to the clip becoming detached from one of the leaflets; however, this cannot be confirmed. The reported patient effects of worsening mr, tissue damage (mitral valve injury) and edema are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. According to the abbott vascular senior medical advisor, the pulmonary edema was secondary to the increased mitral regurgitation, most likely due to the single leaflet attachment of the mitraclip. It is part of the cascade of symptoms associated with mitral regurgitation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The first mitraclip (lot 41121u142) referenced is being filed under a separate medwatch MFR number.